Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold and phrenic nerve stimulation were observed on the left ventricular (lv) lead. The issue was resolved by capping and replacing the lv lead. The patient was in stable condition. Related to manufacturer report number: 2017865-2017-01109.